Manufacturer narrative:
Concomitant medical product - model: 5076-52, lead; implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operative the patient reported feeling pain and it was discovered that the right ventricular (rv) lead exhibited an increase / high thresholds and diaphragmatic stimulation. A dislodgement was suspected, and an echocardiogram was completed which showed a suspected perforation and a small pericardial effusion. A lead revision was completed, and the lead remains in use. No further patient complications have been reported as a result of this event.